Manufacturer narrative:
A ge oec service rep investigated the issue and could duplicate the malfunction. The system was cycled on and off multiple times, the switches were checked and were functioning as intended. The system was operating as intended and released to the customer for use. There was no info available from the facility with respect to this issue. No injury resulted.

Event description:
The ge oec 2800 uroview fluoroscopy system had an occurence where the system would not boot-up. User reported having issues with the on/off switch.